Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cervical spine procedure. It was reported that the cervical probe tip was deformed. The surgery was completed using a different instrument. There was no surgical delay and no impact on patient outcome.

Manufacturer narrative:
H3, h6: the pedicle probe was returned to medtronic for analysis. As reported, the tip of the returned probe was bent. Otherwise, with markers attached and fully seated, the probe displayed good geometry and divot error readings with normal tracking and verification. C0des b01, c13, and d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.